Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the ipg replacement procedure (elective) the physician accidently cut the extension. At the time of surgery on (B)(6) 2018, the physician opted to not replace the extension since they did not have the equipment and the port 2 was covered with a port plug (the procedure was extended). Reportedly, patient went back to surgery on (B)(6) 2018 and the extension was replaced. Effective stimulation was restored post-operatively.